Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy the white tissue pad was completely fallen off during procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2022 d4 batch #: v95f57 this is an analysis of an image submitted for evaluation. Image 1 ((B)(4)): the image provided by the customer shows a harhd device. Image 2 ((B)(4)): the image provided by the customer is that of the distal jaw of a harhd instrument. The image is not so clear therefore we were unable to identify the reported event image 3 ((B)(4)): the image provided by the customer shows a harhd trigger. The batch and serial could be seen as (B)(6), (B)(6). The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/14/2022 photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harhd36 device was returned with the tissue pad damaged, melted, not all present and the missing portion was not returned. In addition, the black coating was damaged. The device was connected to a gen11 and the device did activate during functional testing. The remaining tissue pad was properly attached to the clamp. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation without tissue present in the distal section of the jaws and the jaws closed. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.